Event description:
During back surgery it was reported that the hinge broke off the rongeur and the top part fell into the surgical field. The surgeon removed the broken section after one hr. Pt status unknown.